Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femur and tibia at the cement to implant interface. Cement manufacturer used was unknown. Doi: (B)(6) 2003; dor: (B)(6) 2018; left knee.